Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: visual inspection: scratches on the outer housing of the progav® were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that the progav® is permeable. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the breaking force cannot be measured due to the non-adjustability of the valve. Results: first, we performed a visual inspection of the progav®. Scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage were detected. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve was permeable but could not be adjusted to all settings. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the progav® was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav with shuntassistant 25. (#fv414t) was implanted during a procedure performed on unknown date. According to the complainant, the valve was believed to be not adjustable 8y 9m post operatively. The patient underwent a revision procedure on (B)(6) 2016. The complainant device was returned to the manufacturer for evaluation. Further details were not provided. Patient information: age: (B)(6) years.